Event description:
It was reported that during a surgical procedure on the knee, three blades broke at the mount. It was also reported that there was a 10 minutes delay to the procedure. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The three blades subject to this investigation were not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: (B)(4), serial number (B)(4).